Event description:
Account alleged staff was washing the patient who was on his side. They heard a click and the rail went down. Patient started to fall out, but he caught himself to a good degree. He got his feet under him. She does not believe any injuries happened.

Manufacturer narrative:
Technician spoke with patient and patient alleged that the nurses were cleaning his back during the alleged incident. Patient alleged that he was turned to his right side and he was holding the right head siderail with his right hand and then grabbed the right intermediate siderail with his left hand. Patient alleged that the right intermediate siderail came down and he fell out of the bed. Patient allegedly was able to catch himself by getting his feet under him. No injury reported. Technician found no problem with the siderails latching and holding.